Event description:
Related manufacturer reference number: 1627487-2024-00631. It was reported that the patient stopped using the scs system since december 2022 due to experiencing ineffective therapy. As such, the patient stopped charging their ipg, rendering the ipg inoperable. In turn, the scs system was explanted on (B)(6) 2024 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for explant due to ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery that the patient hadn't charged in over a year. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.